Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and raising and lowering the forceps elevator during aspiration. Pre-soaking was done prior to manual cleaning. The scope passed a leak test and endoprezyme was used as a detergent for manual cleaning. The instrument/suction channel was brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution, the forceps elevator was flushed, the distal end was brushed with a channel opening brush and single use soft brush, and the distal end was flushed with the distal end flushing adapter. Manual disinfection was not done. A medivator automatic endoscope reprocessor (aer) was used with medivator detergent and plum hosptialsprit disinfectant. All channels were connected with tubes when setting up the aer, the concentration and expiration date of the disinfectant was controlled, the water quality of the rinse water was controlled and the water filter was replaced according to the instruction for use (IFU). The scope was dried using the aer. During device evaluation at olympus, it was found the nozzle was clogged with foreign material, the charged coupled device (ccd) lens was scratched, the distal end scope cover had a sharp edge, the connecting tube was scratched, the universal cord was scratched, the plug unit had damaged housing, angulation was reduced, the control knob had play, and the air/water supply volume and removal did not meet specification due to clogging of the nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination and had impure water samples. The issue was found during maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and no additional facility device reprocessing was information was reported or available, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.